Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion surgery at l4-s1. Post-op, screw broke. As a result, a revision surgery was performed and the screw was explanted. No fragment of the implant remained in the patient. The surgeon said the patient had taken a fall a year and a half ago and he said the broken screws were probably a result of the fall.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual optical microscopic dimensional visual review confirms screw breakage 5 to 6 threads down just below the head. Visual and microscopic examination of the mas head identified witness marks. Ratchet marks on the fracture surface are aligned with the area of witness marks and deformation, consistent with loading. Dimensional examination of the bone screw neck orientation suggest maximum angulation may have been exceeded. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. Three to four threads of the screw have been damaged from possible removal of the screw. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.